Event description:
This lv lead was implanted on (B)(6) 2016 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that the patient having diaphragmatic stimulation. The physician dr. (B)(6) at (B)(6) hospital and health in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).